Event description:
Attempting to tighten a screw on the cross connector the tip of the screwdriver broke. A second screwdriver was used to complete the same procedure and the tip of the second screwdriver broke as well.

Event description:
Attempting to tighten a screw on the cross connector the tip of the screwdriver broke. A second screwdriver was used to complete the same procedure and the tip of the second screwdriver broke as well.

Manufacturer narrative:
Method: device history review, complaint history review, risk assessment. Results: the customer event of a tip fracture of a radius cross connector plug driver was confirmed via visual inspection. A possible cause is excessive force used while locking the cross connector, leading to tip breakage or fracture. However, this cannot be conclusively determined. Conclusion: the root cause of the failure is likely multifactorial.